Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image occurred due to faulty motherboard. The root cause of the faulty motherboard could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (osh) was informed that the customer visera video system center reportedly has ¿poor contact of the electrical interface of the endoscope, resulting in image stripes¿. The customer reported issue was found during reprocessing. The scheduled laparoscopic surgery was completed using another device. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer reported issue was confirmed/reproduced, striped images due to a defective connector. Additionally, there is no image due to a defective circuit board. Also, the memory battery has been consumed. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.